Manufacturer narrative:
Alleged failure: the replacement ccu that was sent has an electrical issue and keeps shutting off in the middle of cases. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. This is an electrical component failure, and it is difficult to predict the lifetime of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.